Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized for high blood glucose levels. The reported blood glucose reading was 357 mg/dl. Troubleshooting was performed and it was found that the customer has been having problems with the programming on her insulin pump. The prime and high pressure tests were not performed. No further information was reported.